Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt's history showed pump stop, however, pt reported no audio or visual alarms occurred. The system controller was exchanged for another system controller and no further problems were reported.